Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.